Manufacturer narrative:
On (B)(6) 2024, the customer reported that their selenia dimensions (serial number (B)(6) gantry is moving down without user input. There were no alleged health consequences or impact to the patient or user. The field service engineer (fse) identified that one of the two footswitches malfunctioned and caused this behavior. The footswitch was then replaced and was verified as functional by the fse. Initial evaluation: the footswitch was not returned for further investigation. The footswitch was either 402 or 4127 days old at the time of the complaint depending on which footswitch was replaced. Investigation methods and findings: a review of the device history showed that the behavior did not recur since this complaint. Further investigation could not be performed as the parts were not returned. Cause/root cause: based on a review of the complaint, the probable cause of the uncommanded movement is due to an issue with the footswitch. Likely causes for uncommanded motion can include wear and tear due to part age or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: in summary, the probable cause was the footswitch malfunctioning; however, the root cause is unknown. A CAPA is not required for this incident as there was no alleged impact to patient or user and because the risk index (ri) of 1 (zone 1) is considered acceptable. This behavior will continue to be monitored and tracked in the future. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4). Sku: sdm-00001-3d. Serial number: (B)(6). Date of manufacture: 5/2/2013. Installation date: (B)(6) 2013. Incident date: (B)(6) 2024. Closest pm to complaint date: (B)(6) 2024. Date of part manufacture: unknown ¿ this information was not provided prior to the part being scrapped on site. Complaint history review: (B)(6) 2022 - exposed wiring on the right-side footswitch. The footswitch was able to be used as is. (B)(6) 2022 - right side footswitch not working. Resolved by plugging the footswitch back in. (B)(6) 2022 - right side footswitch not working. Resolved by replacing the footswitch, (B)(6) 2023 - right side footswitch does not raise compression assembly. Resolved with face shield sense board and gantry control insert replacements. The complaint history highlighted that one of the footswitches was replaced; however, since there are two on the system, a DHR review is required. DHR review: discrepancies/deviations: there were no related discrepancies to footswitches. ¿selenia dimensions final test record¿ left foot switch operation & right foot switch operation recorded that both footswitches were tested and passed.

Event description:
It was reported on august 19, that gantry of the selenia dimension is moving down on its own. When the staff pressed the up button to raise the gantry up and then let go it traveled back down. A field engineer examined the device and found that one of the foot switches was malfunctioning. The field engineer replaced the foot switches and tested the functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.